Event description:
On 26th january 2024 getinge became aware of an issue with one of surgical lights - powerled 500/700. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The correction of b5 describe event and problem, d4 catalog # and model # and h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 26th january 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 26th january 2024 getinge became aware of an issue with one of surgical lights - powerled 500/700. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. The correction of d4 catalog # and model # deems required. This is based on the internal evaluation. Previous d4 catalog # and model #: ard568350943/ard568370947 . Corrected d4 catalog # and model #: ard568350943/ard568370943. Previous h3c if other provide code - explain: device not returned to manufacturer. Getinge became aware of an issue with one of surgical lights - powerled 500/700. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint was peeling from the spring arm, which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled¿s IFU 01581 rev. 9, page 27) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices (powerled¿s IFU 01581 rev. 9, page 27). Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1h event site postal code: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 26th january 2024 getinge became aware of an issue with one of our equipments ¿ xs single flat screen holder. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The correction of b5 describe event or problem, d1 brand name, d2 common device name, d4 version or model #, d4 catalog #, d4 serial # and h4 device manufacture fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 26th january 2024 getinge became aware of an issue with one of our equipments ¿ xs single flat screen holder. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event or problem: on 26th january 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Previous d1 brand name: xs single flat screen holder. Corrected d1 brand name: powerled. Previous d2 common device name: fxr holder, camera, surgical. Corrected d2 common device name: fsy light, surgical, ceiling mounted. Previous d4 version or model # ard567506996. Corrected d4 version or model # ard568350943/ard568370947. Previous d4 catalog # ard567506996. Corrected d4 catalog # ard568350943/ard568370947. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous h4 device manufacture date: 07/02/2013. Corrected h4 device manufacture date: 07/04/2013.

Event description:
On 26th january 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.